Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was receiving no relief from their ins. The ins was interrogated and all of their impedances were out of range; there was high impedance. The patient's lead was replaced on (B)(6) 2021 and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# 0209254282 explanted: (B)(6) 2021 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 26-jan-2019, UDI#:(B)(4). G2: the country of origin is the united kingdom. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.